Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that the patient presented to the cath lab for a non-related device procedure. During the procedure, the pulse generator exhibited an inappropriate rate response. After the procedure, the device was pacing at its programmed rate. The patient was fine and would continue to be monitored.